Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The defibrillation system was implanted on (B)(6) 2017. Reportedly, the patient was hospitalized several times in (B)(6) 2017 and (B)(6) 2018 for heart failure. On (B)(6) 2018, he was hospitalized due to arrhythmia and conduction disorder. The patient was hospitalized at home since (B)(6) 2018 and passed away on (B)(6) 2018 because of a cardiopulmonary arrest, without effective shock. Reportedly, no relationship between the death and the defibrillation system was suspected. Preliminary analysis of the available programmer files until (B)(6) 2018 (few days before death) did not show any abnormal observation that could be linked to the patient's death.

Event description:
The defibrillation system was implanted on (B)(6) 2017. Reportedly, the patient was hospitalized several times in (B)(6) 2017 and (B)(6) 2018 for heart failure. On 16 april 2018, he was hospitalized due to arrhythmia and conduction disorder. The patient was hospitalized at home since (B)(6) 2018 and passed away on (B)(6) 2018 because of a cardiopulmonary arrest, without effective shock. Reportedly, no relationship between the death and the defibrillation system was suspected. Preliminary analysis of the available programmer files until (B)(6) 2018 (few days before death) did not show any abnormal observation that could be linked to the patient's death.